Event description:
Information was received indicating that during use of a smiths medical cadd-legacy duodopa ambulatory infusion pump, the amount of duodopa remaining in the cassette was consistently different. It was also reported that the external fixation plate did not stay in place well. No additional information was provided. No adverse patient effects were reported.